Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: (B)(6) device incident report reference no (B)(4); submitted to (B)(6)) by a healthcare professional/user. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a procedure. According to the complainant, the patient has experienced erosion into the urethra, pain and urinary incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.